Event description:
Healthcare professional reported via regulatory agency right side "extracapsular rupture", "capsular contracture, baker grade ii" and " effusion/lymphorrhea." The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; effusion.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿edema: unable to observe as it is not related to the manufacturing. Process. ¿ rupture: observed two broken device assessed as fold flaw opening, an broken device assessed as surgical damage, an opening assessed as surgical damage and a missing piece of shell assessed as inconclusive. ¿capsular contracture: unable to observe as it is not related to the manufacturing. Process. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported via regulatory agency right side "extracapsular rupture", "capsular contracture, baker grade ii" and " effusion/lymphorrhea." The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported via regulatory agency right side "extracapsular rupture", "capsular contracture, baker grade ii" and " effusion/lymphorrhea." Un-reporting seroma-late. The device has been explanted.